Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar was leaking immediately before any instruments were inserted and was replaced with a sleeve. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Damaged housing cap. The analysis results found that the device was received with the cap slightly separated from the sleeve. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the found condition of the cap. The (B)(4) device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.